Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4), the full lead was returned and analyzed. It was noted that the distal conductor was distorted, the distal conductor had blood/body fluid (not obstructed), there was blood in/on helix/lobe mechanism and sleeve head,and the lead was damaged at implant. The analyst visual noted the helix can not extended and retract due to distal conductor distortion within the connector. The analyst also noted that the helix cannot extend and retract due to distal conductor distortion within the connector.

Event description:
It was reported that a right ventricular lead could not be implanted because the helix could not be extended. The lead was removed and and replaced. No patient complications were reported as a result of this event.